Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxi 800 access immunoassay system generated erroneously high troponin (accutni) results above the ami cutoff for two (2) patients. The results were reported out of the lab. Repeat analysis of the sample on the same instrument generated lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Patient sample was collected in a serum sample tube and centrifuged for 10 minutes at 3000 g force.qc was performing within customer's established ranges at the time of the event.system check data has not been supplied by customer to date.service was dispatched for this event and bci field service engineer completed a preventive maintenance.a definitive root cause for this event has not been determined to date.